Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the stylet insertion test passed.

Event description:
It was reported that during the implant procedure there was difficulty advancing the stylet down the right atrial (ra) lead, it kept getting stuck. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.